Event description:
It was reported that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), upon connection of the right atrial (ra) lead to this device, the pacing from the ra lead channel was oversensed by the right ventricular (rv) lead channel, which led to pacing inhibition and asystole. The physician opted to remove and replace this device as well as the right ventricular (rv) lead and right atrial (ra) lead. No additional adverse patient effects were reported. This device has been returned.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), upon connection of the right atrial (ra) lead to this device, the pacing from the ra lead channel was oversensed by the right ventricular (rv) lead channel, which led to pacing inhibition and asystole. The physician opted to remove and replace this device as well as the right ventricular (rv) lead and right atrial (ra) lead. No additional adverse patient effects were reported. This device has been returned.